Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 34 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, the customer alleged the pump bolus feature delivered a bolus inaccurately. Tandem technical support completed a log review and determined that the pump functioned as intended.